Manufacturer narrative:
Concomitant medical products: evolutr-29-us valve, implanted: (B)(4) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that far field r-wave (ffrw) oversensing during ventricular tachycardia (vt) episodes was noted on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.